Event description:
The advocate called and stated that her daughter ingested some of the customer's contour control solution. No serious injury was alleged, but the advocate was advised to contact her daughter's physician. No product will be returned.

Manufacturer narrative:
The call ended before the customer's product info could be obtained. It is not possible to determine the MFR date or 510k number without the meter info.